Manufacturer narrative:
Initial reporter. Postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported an extracapsular rupture and a capsular contracture (baker grade I) on the left side device. Device has been explanted.